Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the original complaint about quiet sounds could not be duplicated or confirmed. The sound worked properly and no defects were found when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (quiet sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.